Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12.10 am on (B)(6) 2017. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). The patient stated that he initially tested on the subject device which gave him a high reading of "near 400 mg/dl". In response to this reading, the patient took an appropriate dose (sliding scale) of insulin. Soon after, the patient stated that he began to feel unwell and developed the symptoms of "dizziness, really confused, sweating, and really cold". He associated these symptoms with hypoglycemia. The patient then performed another test on the subject device and on an ultra easy meter he possessed: the patient reported obtaining blood glucose readings of ¿294 mg/dl¿ with the subject meter and ¿30 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient denied receiving any treatment for the alleged meter issue. During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.